Event description:
Event description guidant received information that one day post implant, this ventricular lead was exhibiting impedance measurements greater than 2000. One week later, the patient was admitted to the hospital with a rate in the 40's and no capture despite elevated device outputs. Therefore, the lead was explanted and a new lead was implanted without further incident. The physician reported he over-rotated the helix during the original implant procedure.